Event description:
It was reported that the handpiece overheated during a tooth extraction. The procedure was completed successfully with another drill. There were no adverse consequences as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the quality investigation details, the likely cause was problems with rotor bearings, which were replaced along with the motor, rotor, driveshaft, and other components. Service repaired and returned the device to the customer.